Event description:
This rv lead was implanted on (B)(6) 2015 and still remains implanted at this time. In a case on (B)(6) 2018 it was noted that the lead exhibited noise. The physician was dr. (B)(6) at (B)(6) hospital. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).